Manufacturer narrative:
Country of event is italy continuation of d10: product ID neu_unknown_cath lot# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign, family member, other) regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of 850 mcg/day via an implantable pump. It was reported that five years ago there was little abstinence response when the pump was removed. In the months preceding the surgery the baclofen had lost its effectiveness despite repeated flow increases. They suspected that the baclofen leaving the pump was not arriving at the catheter tip. It was further noted that the mild, if any effect of abstinence, would seem to confirm this suspicion. At least two times, radiography with contrast didn't reveal a leak. It was indicated that the usual way of doing radiography with contrast, however, serves well to uncover a complete rupture but cannot detect a small leak from a micro cut or loosened suture. Pump and catheter replacement had occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient (foreign) via a company representative on 2023-dec-14. It was reported that the patient diagnosis included tetraparesis because of dystonic cerebral palsy. The patient¿s medical history included trials of intrathecal baclofen (itb) and recommendation of itb implant in (B)(6) 1997. The patient underwent installation of percutaneous endoscopic gastrostomy (peg) in (B)(6) 2013. Botulinun toxin infusion for control of cervical dystonia was started on (B)(6) 2013 which was repeated at 3 month intervals. Initially the botulinun toxin infusion was effective but became essentially ineffective in 2022. It was ascribed to botulinun toxin resistance but was further noted as probably a lack of control of generalized dystonia because of catheter failure. The patient underwent placement of a new pump on (B)(6) 2016 and their generalized dystonia was fairly well controlled with reasonable baclofen flow. On (B)(6) 2021, the patient experienced a loss of control of dystonia. At a pump refill, the dose was increased to 770 mcg continuous dose plus 2 times 30 mcg bolus per day. There was no improvement. It was further indicated that in all the years from 2002 until now, there had never been a pump failure and at each refill the calculated and aspirated residual pump reservoir volume matched. It was noted that the status of the explanted pump and catheter was unknown as the physician did not indicate what they had done with them. It was further indicated that the physician involved in the catheter replacement had not expressed an interest in examining the explanted catheter for small leaks and were content to see that a new catheter had restored intrathecal baclofen effectiveness. The patient¿s present weight was 34 kg. The catheter model number, catheter lot/serial number, and catheter implant date was unknown / not available.